Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, 6935m lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation post-implant. The left ventricular (lv) lead also exhibited high thresholds. The lead was programmed off. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.